Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states sometimes the joystick will not engage properly which causes the chair to hesistate and sometimes move in circles.